Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Noise was detected. Manipulation of the pocket produced similar results. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Data correction: ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.